Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two non-sustained ventricular tachycardia episodes from three months ago showed periods of t-wave oversensing (twos) post ventricular sense on the right ventricular (rv) lead. It was noted that there is no recent t-wave oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.